Event description:
Customer reported a blood leak at the end of a pt treatment on reuse #4. Incident noted by blood leak alarm and visible blood in the dialysate compartment. Blood leak confirmed with hemastix. Treatment was terminated and blood was not returned to the pt. No pt injury or medical intervention reported. Estimated blood loss was 250cc's.